Manufacturer narrative:
The internal non-conformance numbers for this software issue are (B)(4) and CAPA-(B)(4).

Manufacturer narrative:
Date of event: unknown, not provided. If implanted, give date: unknown, information not provided. If explanted, give date: unknown, information not provided. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a zlb00 20.5 diopter intraocular lens (iol) was implanted in the patient's operative eye on an unknown date of service. It was later explanted on an unknown date because the patient's capsular bag ended up not having enough support. The replacement lens was a zma00 20.0 diopter iol. There was no incision enlargement, no vitrectomy, and no sutures used. No additional information was provided.

Manufacturer narrative:
Device evaluation: the product was not returned to the manufacturing site. Therefore, product testing could not be performed and the customer¿s reported complaint could not be verified. Manufacturing records review: the manufacturing records for the product was reviewed. The product was manufactured and released according to specification. The search revealed that there was another complaint received for this production order number however, it was not related to this complaint. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Device available for evaluation: yes. Returned to manufacturer on: 12/31/2018. Device returned to manufacturer: yes. Device evaluation: the product was returned to the manufacturing site for evaluation. The lens was inspected with the unaided eye showing it was cut most probably to aid in explant. The lens was cleaned with purified water and dried with compressed air to ease inspection. Further inspection under magnification did not show any damage to the haptics. The complaint event could not be confirmed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.